Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, arterial air alarms occurred that could not be resolved. Rinseback was attempted, however, it was determined that the cartride set was likely clotted and rinseback was not completed, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The cycler returned to nxstage for evaluation and testing. No problem was found with the cycler arterial air sensor. The exact cause of the initial air alarm is not known. Treatment data log file review indicates that the operator did not follow appropriate steps to troubleshoot the initial air alarm resulting in continuation of the alarms. The user's guide advises that rinseback should be promptly performed in the event of an unrecoverable alarm. The reported blood loss has been attributed to rinseback not performed in a timely manner in response to unrecoverable alarms. Nxstage reviewed the blood loss with the facility. Nxstage considers this report closed.